Event description:
Synthes sales consultant reported: on (B) (6) 2010, a (B) (6) male underwent l3-l4 fusion with oracle plating through a full lateral approach; the surgeon used intraoperative fluoroscopy to view placement of the last (fourth) screw and determined that the angulation of the fourth screw was incorrect and made a decision to remove it; during removal of the fourth screw, the surgeon noted increased blood loss; the surgeon attempted to achieve hemostasis. At this point, the sales consultant left the operating room. On (B) (6) 2010, the sales consultant learned that the patient died. On january 26, 2010, the sales consultant was told by the physician's assistant that: cardiovascular surgery was consulted, the patient achieved stability and was taken to the recovery room where the patient was extubated; the patient experienced further instability and bleeding and was returned to the operating room where stability was achieved. The patient was discharged to the intensive care unit. On (B) (6) 2010, the surgeon reported the following information to synthes' product development: anterior bottom l4 screw veered off bone into vena cava; after bleeding began, surgery was converted to full anterior approach for purpose of achieving hemostasis. Patient received 50 units of blood. Patient was transferred to the recovery room postop, then was emergently returned to the operating room for exploration. On (B) (6) 2010, the surgeon reported to the complaint handling unit that the anterior l4 screw grazed the bone and moved anterior with drill guide in place. Patient experienced inferior vena cava laceration with exsanguination. This is four of four reports for this event.

Manufacturer narrative:
Device was not explanted. Manufacturer site and manufacturer date cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.